Event description:
Reporter reported to our distributor that the dryline tube of an rt106 adult breathing circuit was missing from the kit. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. The device was visually inspected. Results: our records indicate that this is the only complaint received for this type of fault for the given lot number. The circuit packaging was returned in an opened condition. The dryline tube was not present with the rest of the circuit kit. Conclusions: the device was out of specification. We are aware of other complaints of this nature with an occurrence rate of .03% worldwide for the last year. We have an open CAPA to address this issue.